Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3042. Lot number: 9017794137. UDI: (B)(4). Expiration date: 02 august 2026. Manufacture date: 08 august 2024.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site and evoke 12c percutaneous lead implant site. Antibiotics were administered and the evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the products met all the requirements for release.